Event description:
It was reported that after insertion of the intra-aortic balloon, augmentation alarms were experienced on the pump. Blood was then seen in the helium tubing and back into the pump console. The intra-aortic balloon was removed and replaced without any pt complications.